Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The patient is male and (B)(6), did v-p surgery with 823832 in early (B)(6) 2015. No abnormal issue occurred. After three months the patient felt headache and uncomfortable and returned the hospital for check. The surgeon tried to adjust pressure of programmer many times but the symptom still remained. The patient accepted the revision surgery on (B)(6) 2015. The programmer was removed from patient and it was noted the obstruction occurred. Now the symptom of patient doesn't change better. The patient is in hospital for continuous monitoring. The product has been discarded. The lot number of product is unknown. More information will be updated if available.